Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer rec'd a motor error alarm. Assisted with rewind and the motor error alarm did not reoccur. Motor error did not occur during prime. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Family member was at the hospital and could not complete troubleshooting.